Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery compartment, cracked battery tube threads, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the reservoir compartment was damaged. Customer's blood glucose was 207 mg/dl. Insulin pump would need to be replaced.